Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008, the patient reported that she noticed condensation in the cartridge compartment of her infusion device at 12:00pm today. She stated that she usually attaches the infusion tubing and adapter to the insulin cartridge prior to insertion. She was advised to always do this. She stated that the insulin cartridge does not appear to be leaking. She was instructed to dry the cartridge compartment with a cotton swab and to allow the infusion device to dry for 24 hours. She switched to her backup infusion device. On (B) (6) 2008, the patient reported that her infusion device was completely dry and she was assisted with reconnecting to it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.